Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found on the hub of the bd insyte¿ autoguard¿ bc shielded IV catheter when unpacking it. The following information was provided by the initial reporter, translated from japanese: "this is a report about black fm on the catheter hub of iagbc. According to the customer's report, the hcp found black dirt on the catheter hub after unpacking but before use."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unused 20g x 1.00in. Insyte autoguard bc pro catheter assembly with no documentation to indicate the reference or lot number. Additionally, four photos were provided for investigation. A gross visual inspection of the returned unit found that there was a black speck of foreign material on the distal end of the catheter tubing. The reported issue was confirmed. As the foreign material was found in the fluid path, the unit was sent for further analysis to identify the foreign material. Based on the material analysis results, it is likely that the foreign material is cellulose. Cellulose is not a known material in the production of insyte autoguard devices, therefore its origin is likely to be environmental. Cellulose may originate from multiple sources but is most commonly found in paper products and cotton. Potential environmental sources for cellulose throughout the manufacturing process include personnel clothing, cardboard packaging, and terry wipers (wip 310) used for cleaning surfaces. Cardboard is not permitted in the manufacturing clean rooms but is used in the packaging of the final product. All these potential sources may introduce the foreign matter into the product accidentally by personnel. To mitigate the occurrence of these defects: operators perform cleaning per the quality plan, good manufacturing practices and gowning are followed, and environmental controls and inspections for foreign matter are performed per the quality control and sampling plans. Additionally, as cellulose is a common material used in a variety of industries and the sample was returned opened it is possible that the foreign material was introduced in the clinician environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that black foreign matter was found on the hub of the bd insyte¿ autoguard¿ bc shielded IV catheter when unpacking it. The following information was provided by the initial reporter, translated from japanese: "this is a report about black fm on the catheter hub of iagbc. According to the customer's report, the hcp found black dirt on the catheter hub after unpacking but before use."